Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0zj4r, implanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# va0xc9r, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from the company representative that reported the patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders had just finished a stage 2 procedure and impedance measurements were taken. They hadn't been programmed yet but when they look at the electrode impedance, the case values were showing lower ranges and two were repeating. At 1.5v, impedances were: c/8 657 ohms, c/9 657 ohms, c/10 661 ohms, c/11 637 ohms. Everything appeared good visually as far as the connections go from lead to extension and extension to implantable neurostimulator (ins). The health care professional (hcp) had disconnected everything and wiped it down since the representative suspected a fluid short. They were no longer in the operating room and the hcp kept as is. They did not try testing it at 3.0v. He tested it also at 0.25v and they were showing in the 800 range. The other side was 1,500-1,600 ohms range so that appeared better. No symptoms were reported. Six days later it was further reported the patient had not had initial programming yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.